Event description:
The pt was deceased and at the funeral home. No add'l info was provided. Add'l info had been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4): the pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.